Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) showed the battery level was depleting quickly once it went down past ¾. Upon further clarification the patient was actually seeing the battery deplete quickly on the patient programmer not the insr which had been happening for the past two months to six weeks. It was discussed that the programmer should be reading the implantable neurostimulator (ins) battery level from the ins but it was unable to be confirmed which battery icon the patient referring to but patient thought it was the ¿left¿ icon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.